Event description:
A malfunction alarm was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller with the process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to reach out if the malfunction code reappeared.